Event description:
The customer reported a check vent back up alarm failure. This is being reported due to malfunction of the back-up alarm. In the event of the primary alarm failure, the back-up alarm will not annunciate to alert the user. No patient involvement reported.